Event description:
It was reported on (B)(6) 2015 that the patient was planned to undergo an initial vns implantation on (B)(6) 2015 but due to patient physiology the procedure had to be aborted. The patient¿s muscles were contracted and would not allow for the surgery to take place. A transverse incision in the middle neck was made to try to locate the vagus nerve but the contraction of the neck did not allow the surgeon to locate the nerve so the surgery was aborted. No devices were opened or used for the procedure; therefore, product information is not relevant.

Manufacturer narrative:
.